Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2004 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2003 and (B)(6) 2022, additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: additional surgeries; adhesions; infected mesh; mesh shrinkage; mesh removal; obstruction; resection; pain & suffering. Additional event specific information was not provided.

Manufacturer narrative:
Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: [none provided]. Implant procedure: laparoscopic repair of right ventral hernia. [Implant: ¿gore-tex dual mesh¿. Size: 15 x 19 cm. Product ID not provided]. Implant date: (B)(6) 2004 [hospitalization (B)(6) 2004 ¿ discharge date unknown]. On (B)(6) 2004: (B)(6) operative report. Pre- and postoperative diagnosis: ventral hernia with diastasis. Anesthesia: general. Procedure: ¿an incision was made in the left lateral abdominal wall and carried down to fascia. The fascia was incised. The oblique muscles were bluntly divided. The peritoneum was grasped and the abdominal cavity was entered under direct vision. The balloon was passed and pneumoperitoneum created. The ventral hernia was evident in the midline, just above the umbilicus. There were no intraabdominal contents within the hernia after the pneumo was created. There was preperitoneal fat or intraabdominal fat attached to the parietal peritoneum herniating through. No other significant findings were present. Two 5 mm ports were then passed. A small amount of the inferior portion of the fatty component around the ligament was divided to allow for better fixation of the mesh superior to the defect. A 15 x 19 cm piece of gore-tex dual mesh was then rolled up an passed into the abdominal cavity after attaching a suture to the middle of the mesh. Using the graspers, the mesh was unrolled. The suture was grasped with a suture passer placed through the skin at the hernia defect and the mesh was centered in the defect. There was excellent overlap throughout and the mesh was secured with multiple protac around the circumference of the mesh. The brown side of the mesh was down, exposed to the bowel, and once this was completely secured with excellent overlap circumferentially, the pneumo was released. There was good hemostasis and the ports were removed under direct vision. The fascia of the large incision was closed with interrupted 0-polysorb. The skin incision was closed with a subcuticular 4-0 polysorb ¿ on (B)(6) 2004: (B)(6) implant report: ¿gore-tex dual mesh¿. Size: 15 x 19 cm. Expiration date: n/a. Quantity: 1. Relevant medical information: [none provided]. On (B)(6) 2013 - [dischare date unknown]: (B)(6) inpatient hospitalization. On (B)(6) 2013: (B)(6) operative report. Procedure: repair of recurrent ventral hernia. Pre- and postoperative diagnosis: recurrent ventral hernia. Anesthesia: general . Procedure: ¿after induction of general anesthesia, the abdomen was prepped with chloraprep and sterilely draped. Midline incision was made above the umbilicus and carried into subcutaneous tissue. A large hernia sac was present and this was dissected free from surrounding tissue down to the fascial defect. The hernia sac was incised and omental attachments to the sac were divided. The sac was removed and sent as specimen. The patient had undergone a previous laparoscopic repair with gore-tex mesh and this mesh was all off to the right side of the hernia defect; although, it was still attached to the abdominal wall. The mesh was left in place, but attachments of omentum to the mesh were sharply divided. When the undersurface of the peritoneum had been cleaned off circumferentially an 8 x 12 cm ventrio st hernia patch was placed into the abdominal cavity. This was placed coated side down. The mesh was secured to the abdominal wall with the through and through sutures of 2-0 surgipro through the leaves of the mesh and then through the full-thickness abdominal wall fascia. Knots were tied inside, and at least 6 of these sutures were placed. Once this was secured, the fascia was closed with a running suture of 0 surgipro. Subcutaneous tissue and dead spaces were closed with interrupted 2-0 polysorb and the skin closed with staples. The patient tolerated the procedure well.¿ on (B)(6) 2013: (B)(6). Implant report: ventrio st hernia patch. Size: 8 x 12 cm. Expiration date: n/a. Quantity: 1. Relevant medical information: [none provided]. Preoperative explant complaints: on (B)(6) 2022: (B)(6) indications: ¿the patient is a 52-year-old gentleman who with a history of abdominal wall hernia repair x 2. The first repair was done with gore-tex mesh and the second with a ventralight mesh. Unfortunately, the patient has recurred. Given the failure of two mesh repairs, it was recommended he undergo abdominal wall reconstruction with myofascial flaps.¿ explant procedure: exploratory laparotomy, excision of abdominal wall mesh, lysis of adhesions . Explant date: (B)(6) 2022 [hospitalization: (B)(6) 2022]. On (B)(6) 2022 : (B)(6) operative report. Pre- and postoperative diagnosis: recurrent incisional hernia. Anesthesia: general. Estimated blood loss: minimal. Specimens: mesh. Drains. Procedure: ¿the patient was brought to the operating room and placed supine on the operating room table. After induction of general endotracheal anesthesia, a foley catheter was placed and his abdomen was prepped and draped in sterile fashion. A midline incision was made to extend from the epigastrium to the infraumbilical region. This was carried down through the skin and subcutaneous tissue to the level of the previously placed mesh. The mesh was very well incorporated into the patient¿s subcutaneous tissue, but did appear to be balled up at the level of the umbilicus and was not covering his multiple midline hernia defects. With careful sharp and blunt dissection, this mesh was separated from the fascia of the abdominal wall. It was excised completely. In aggregate, it measured approximately 20 x 15 cm. It was sent to pathology for gross evaluation. The fascia edges were then cleared of all the omental adhesions as well as small bowel adhesions. The small bowel was minimally adhesed to the abdominal wall, and there was no evidence of serosal tear or full-thickness injury. Once the fascial edges were cleared circumferentially, the case was turned over to dr. (B)(6) from plastic surgery for abdominal wall reconstruction.¿ [plastic surgery operative report was not provided] on (B)(6) 2022 : (B)(6) size: 6 x 8 inch. Expiration date: 05/28/2023. Quantity: 1 . On (B)(6) 2022: pathology for specimens removed during the(B)(6) 2022 procedure was not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh.these may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated c1: name, strength, manufacturer/compounder. Updated d1/d2a/d2b: brand name, product code. Updated g3 / g4: PMA/510(k) number. H6: conclusion code remains unchanged. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.